Manufacturer narrative:
Spinbrush proclean toothbrush medium (B)(4). Consumer discarded toothbrush therefore it could not be returned or evaluated and no conclusions could be drawn.

Event description:
Consumer reported the bristles on the toothbrush cracked her tooth and she lost half of her tooth. Nothing on the toothbrush broke. She will require a crown.